Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call needing assistance with programming the device. Customer's blood glucose was 439 mg/dl. Customer was advised to contact the healthcare professionals in regards to changing the settings. Customer will not be returning the device for analysis.